Manufacturer narrative:
Problem code 1069 captures the reportable event of wire broke. Visual examination of the returned device revealed that the wire anchor was dislodged; however, the cutting wire was not found to be broken. The dislodged wire anchor could be perceived by the user as a broken cutting wire, consequently confirming the reported complaint. Additionally, the distal tip was found to be damaged and the working length was found to be damaged (split/torn), therefore displacing the cutting wire and causing the wire anchor to be dislodged from the extrusion. It is most likely that during the procedure the device could have been damaged due to excessive manipulation of the product by the user or the interaction with other devices. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, it was noticed that the cutwire on the tome broke when they were bowing to cut and do a sphincterotomy. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutwire on the tome broke when they were bowing to cut and do a sphincterotomy. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.